Event description:
Patient had a pericardial drain placed [redacted date]. The patient was transferred to a stepdown unit. The following day, the distal cover of the drain fell off leaving the drain open to air and potential for infection. We have also had three other documented instances of this pericardial drain failing: 1. Patient has pericardial drain in place. When nurse went to empty the drain bag, the stopcock at the bottom of the bag just fell off the end of the tubing. The stopcock at the end of the tubing is usually more well secured. ([Redacted date]). 2. Patient had a pericardial drain in place. There was one stopcock distal to the drain. No stopcock at insertion site. The stopcock fell off and onto the floor. It became loose and disconnected. ([Redacted date]). 3. Patient had pericardial drain in place with stopcock valve near patient's site of insertion and another at the end of the bag. When attempting to drain pericardial drain for the first time - the valves were opened and the bottom stopcock dislodged. ([Redacted date]). Manufacturer response for pericardiocentesis drain 8.3f high flow straight catheter, (brand not provided) (per site reporter). In december, materials manager contacted the [redacted name] regarding the reported kit issues. At that time, they informed me that no other customers had reported similar issues with the stopcocks in the pericardiocentesis kits despite our significant order volume of 70 kits from october until now. The vendor has agreed to schedule a discussion in response to our concerns. Additionally, they have agreed to trace the lot numbers of the orders for further investigation.